Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The catheter was returned lodged within a support catheter. The catheter was slightly bunched at the location where it meets the distal tip of support catheter, likely indicating retraction issues. The distal tip of the catheter was visible outside the distal tip of the support catheter. No other anomalies were identified to the catheter. The support catheter was examined and no anomalies were identified. The catheter was able to be retracted and advanced through the support catheter without issue. The catheter was then able to be retracted and advanced through an in-house support catheter without issue. Medical records were not provided; therefore, a review could not be performed. Images/photos were not provided; therefore, a review could not be performed. The investigation is confirmed for retraction problems, based on the condition of the returned sample; however, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the recanalization catheter had been activated for approximately three to four minutes, during treatment of a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. The procedure was terminated, and the patient was scheduled for a bypass. There was no patient injury reported.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the recanalization catheter had been activated for approximately three to four minutes, during treatment of a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no patient injury reported.